Event description:
The email received for the sapphire study indicated that shortly after the carotid stenting procedure, the patient experienced a myocardial infarction. The patient is a (B)(6) male who was enrolled in the sapphire study for stenting of the carotid artery. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, CABG, renal insufficiency, diabetes mellitus, coronary artery disease, atrial fibrillation and hypertension. The patient was admitted on (B)(6) 2012 for left hemiparesis that developed early in the morning at his hotel while waiting for an outpatient appointment in neurosurgery clinic. He rapidly improved back to baseline left lower limb weakness secondary to recent right middle cerebral artery watershed infarcts (late (B)(6) 2012) that occurred in the setting of atrial fibrillation and right extracranial internal carotid artery stenosis. The target lesion location was the proximal right internal carotid artery (ica). The vessel was described as mildly calcified. The rate of stenosis was 95%. An angioguard (501814rmc/ lot 70811436) embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise (pc0630rxc/ lot 15281394) stent was successfully deployed in the lesion. The angioguard was removed and the procedure was successfully completed. The patient was discharged five days post-procedure with aspirin and clopidogrel prescribed. After the index procedure, the patient was noted to have st elevation and was diagnosed with a myocardial infarction. The patient was treated with two sublingual doses of nitroglycerin. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The email received for the (B)(4) study indicated that shortly after the carotid stenting procedure the patient experienced a myocardial infarction. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, CABG, renal insufficiency, diabetes mellitus, coronary artery disease, atrial fibrillation and hypertension. The patient was admitted on (B)(6) 2012 for left hemiparesis that developed early in the morning. He rapidly improved back to baseline the target lesion location was a mildly calcified proximal right internal carotid artery (ica) with a 95% stenosis. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was then pre-dilated and a precise stent was successfully deployed in the lesion. The angioguard was removed and the procedure was successfully completed. The patient was discharged five days post-procedure with aspirin and clopidogrel prescribed. After the index procedure the patient was noted to have st elevation and was diagnosed with a myocardial infarction. The patient was treated with two sublingual doses of nitroglycerin. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The physician believes the event probably was due to transient hypoperfusion of the previously infarcted brain regions because of reduced cardiac output from patient's previous cardiac history. It is unknown if the patient has had any cordis coronary stents implanted during previous interventions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. Mi is an inherent risk of the procedure and is listed in the IFU as such and combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi.

Manufacturer narrative:
The physician believes the event probably was due to transient hypoperfusion of the previously infarcted brain regions because of reduced cardiac output from patient's previous cardiac history. It is unknown if the patient has had any cordis coronary stents implanted during previous interventions. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.